Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a right ventricular (rv) lead impedance alert for measurement above the programmed threshold. Testing was completed in clinic but they were unable to replicate the impedance greater than the set threshold. The rv lead was reprogrammed. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.